Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
The patient was implanted with an elevate graft system and another manufacturer's device on (B)(6) 2010 to treat her pelvic organ prolapse, stress urinary incontinence, and other injuries. It was reported the patient experienced mental and physical pain and suffering, as well as permanent injury. The patient underwent non-specified medical treatment, corrective surgery, and hospitalization.